Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited a capture problem. The patient presented on (B)(6) 2019 for procedure and the lead was capped and replaced.

Event description:
New information received on 4/5/2019 indicating that the patient presented to clinic for routine follow up on 3/14/19. Upon device interrogation, the right ventricular lead exhibited capture issue. The patient was stable post procedure.